Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle the end user reported he needle does not fit properly onto the pen. This complaint was created to capture the 2 of 2 related incidents. The following was received by the initial reporter: verbatim: voicemail: consumer left voicemail on 10-30-23 regarding issue with nano 2nd gen pen needles. I returned consumer's call and left voicemail for return call. From phone call on 2023-11-01 13:54:56: I called consumer to follow up on complaint. Consumer reported needle clog, stated that there is no insulin flow during priming. Consumer also stated that the needle does not fit properly onto the pen. Consumer does not reuse.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. (B)(6), USA has been used as a default. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle the end user reported he needle does not fit properly onto the pen. This complaint was created to capture the 2 of 2 related incidents. The following was received by the initial reporter: verbatim: voicemail: consumer left voicemail on (B)(6) 23 regarding issue with nano 2nd gen pen needles. I returned consumer's call and left voicemail for return call. From phone call on (B)(6) 2023 13:54:56: I called consumer to follow up on complaint. Consumer reported needle clog, stated that there is no insulin flow during priming. Consumer also stated that the needle does not fit properly onto the pen. Consumer does not reuse.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.